Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital while in arrhythmia. The right ventricular (rv) lead was oversensing non-physiologic signals, and had a lead integrity alert (lia) triggered by high rate non-sustained episodes and sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.